Event description:
It was reported that during a laparoscopic supracervical hysterectomy procedure, the device would not form the clip around the suture. The jaws would not close together. The surgeon tied off with knots and there was no reported patient consequence.